Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom "undetected upstream occlusions" was confirmed and reproduced during testing. The pump was recalibrated to ensure accurate occlusion detection.

Event description:
It was found through testing that the pump having undetected upstream occlusions. There was no pt involvement because this was found during testing.